Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed, and no non-conformances related to the complaint was found during the review. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during a functional endoscopic sinus surgery (fess) procedure, the trudi probe, 70, 5in (tdp0705, 230821a-pc) was off 3mm, inferior. The surgery was not delayed due to the event. Surgery was completed using other navigated instruments. The patient did not experience adverse event. Additional event information received on 02-may-2024 indicated that when the issue with the suction device occurred, the bar color was green. There was no error message. The device was plugged in after registration. Inaccuracy was determined by visual confirmation. Probe placed visually on skull base, showed 3-4mm inferior. The crosshairs stayed green the whole time.